Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion error was reproduced when a test infusion was attempted to be run. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor significantly out of range. The force sensor no tube and scale factor calibration is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion error while running. There was no patient involvement. No additional information is available.